Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose in the 30 to 40 mg/dl range at the time of the incident. The customer was given food to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer does not know what caused their low. The customer stated the pump was exposed to a magnetic field and also got an unexpected restart alarm since the pump had not been used in several months. The insulin pump will be returned for analysis. Pump alarmed motor error during rewind due to motor encoder signal out of phase.